Event description:
It was reported that the patient presented in clinic for left ventricular (lv) lead revision. It was noted that the lv lead had low out-of-range pacing impedance. Patient also experienced chest and diaphragm muscular stimulation and it was able to be reproduced in clinic. Physician alleged the cause to be insulation break. The lv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.